Event description:
Caller indicated the relion micro meter was giving low readings. Caller stating that he brought his meter to the doctors office and that he tested on the doctors meter and the results were 424mg/dl, and then within 10 minutes when testing on his micro meter the results were 20mg/dl. Caller doesn't have control solution to test the meter. Caller is carrying the strips around in his pocket. He also has to squeeze his finger to get a drop of blood. The caller has been educated on the proper process for testing. The caller has also been educated on keeping the control solution on hand for testing the meter in these situations. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. A good portion of the returned strips were bloody or used and could not be tested. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.